Event description:
It was reported a delay greater than 120 minutes during a thr due to locking inconvenient of the implant.

Manufacturer narrative:
The affected reflection 3 hole shell was returned and evaluated. A lab analysis through a macroscopic examination of the implant, revealed minor scuffs and residue on the inner polished surface near the rim likely from attempted liner insertion and biological fluids. No significant damage was observed on the porous surface. No material or manufacturing deviations were observed in the course of this investigation. A dimensional analysis was also conducted which indicated the product was found to be within the specified print tolerance. A clinical evaluation noted based on the very limited information, a root cause for the liner ¿not fitting¿ cannot be concluded. A review of complaint history on the listed part revealed no additional complaints for this failure mode. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.